Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an overinfusion during patient therapy. The pump was programmed to infuse 50ml of a 100ml bag of albumin; however, the pump infused 100ml without alarming to notify the nurse. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed, and the reported issue could not be reproduced. Flow accuracy testing found that the device underinfused. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported overinfusion was not verified. The cause of the underinfusion was determined to be the pressure plate travel. The pressure plate travel will require adjustment to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.